Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 406069, batch # unknown. It was reported by customer that holes or tears in drape when opening the sterile tray verbatim: holes or tears in drape when opening the sterile tray. This has occurred with a few different trays. The drapes were used, but no pt injury or adverse event. 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 05-08-2025. 2. Can you please provide the lot number associated with reported issue? Unfortunately, we are not certain this may have been the same lot # as the trays with drape holes/tears. We receive several cases every other day. Lot #0001611311.

Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted. MFR# 1625685-2025-00045 void.

Event description:
No additional information